Manufacturer narrative:
Corrected data of the following: alert date/become aware date: from 11/10/2023 to 11/10/2022. B2: outcomes attributed to adverse event - from other serious or important medical events to none.

Manufacturer narrative:
Device evaluated by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles. The device was scrapped. In addition, there were secondary findings or complaints related to contamination of dirt particles.